Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a permanent signal loss. The root cause could not be determined post-investigation. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.